Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose levels (598mg/dl), and has been changing out the cartridge and infusion sets, in an effort to address the high bg levels. The customer was concerned about running out of supplies as a result of changing out sites multiple times. Recommendation was made that the customer call and troubleshoot when experiencing a current high bg, and consult with their healthcare provider.